Event description:
The pump was returned to animas for recurring loss of prime warnings. During evaluation, the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history showed that loss of cartridge detection had occurred which was not duplicated during testing. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, evidence of moisture was found inside the pump. Correction/removal reporting number: 2531779-03/24/2010-003-r.